Event description:
It was reported that this right ventricular (rv) lead had been implanted several years and showed high, out of range shock impedances. At the implantable cardioverter defibrillator (ICD) changeout due to normal battery depletion, the rv lead continued showing high, out of range shock impedances when connected to the new ICD. The set screws connection was verified to be good, therefore various programming options were recommended as well as putting a new ICD lead. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.